Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, but the customer was unable to complete the check. Customer resumed insulin delivery. Customer¿s blood glucose level was 128 mg/dl